Event description:
The surgeon inserted a 22.5 diopter cq2015 collamer three-piece lens and the injector overrode and tore the lens. The reporter stated the injector plunger was bent. The lens was cut into pieces to remove and there was no patient injury. Sutures were not required. The reporter stated it was unknown if the injector was defective or it it had been over-used. This is one of two lenses used on this patient-see MFR #2023826-2006-00598.